Event description:
A surgeon reports a pt complained of blurry vision following cataract surgery. A contact lens was prescribed to see if this might improve her vision, but her subjective vision did not improve. The surgeon reports this pt may not have been the best candidate for the lens model that was chosen. A lens exchange was performed and a different model lens was used as a replacement. The pt is happy with her outcome.

Event description:
Additional information provided by the surgeon stated the patient complained of the eye feeling "lumpy and soggy".